Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the noisy image occurred due to damage on the charge-coupled device unit. Regarding the burned distal end, it is likely an overheating problem led to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited a noisy image and a burned distal end. There was no patient involvement.